Event description:
The reporter stated the device gave a result above 600mg/dl. The reporter stated it did not give a result of "hi". During troubleshooting was unable to find result. Reporter also stated that the memory is missing some results. A request was made for the return of the suspect device and replacement product was sent.